Event description:
It was reported that shaft break occurred. The 90% stenosed, 18mm x 3.75mm, eccentric, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 3.5mm x 12mm quantum¿ maverick¿ balloon catheter was selected to treat the lesion. During device advancement, while still outside the patient's body, the device shaft was fractured about 100cm away from the balloon. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded. There was blood on the outer surface of the device. Device analysis determined the condition of the returned device was consistent with the complaint incident. The hypotube shaft was completely separated 62cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the inner and outer shafts presented no damage or irregularities. Inspection of the corewire presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the device was removed completely.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was removed completely.